Event description:
The customer's daughter called to report that the insulin pump alarmed battery error, and she could not clear the alarm. During the call the daughter reported that the paramedics took her mother to the hospital for diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The daughter also stated that the customer has the flu, was throwing up, and the insulin pump kept beeping. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.